Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not yet returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a 9.0mm flipcutter ii was used for a graftlink acl procedure. The flipcutter was drilled through the femur. It was reported that the device was then difficult to flip. A femoral socket was also drilled, and it was again difficult to flip back straight. The same issue was encountered when the flipcutter was used to drill the tibial side. When the graft was passed to the tibial side, it was discovered the tibial socket had not been properly drilled. The tightrope and graft for the procedure were removed from the patient's knee. Rep confirmed incisions were widened to remove tightrope device from patient (surgical intervention). The graft was prepared again. A new flipcutter was opened and used to continue the procedure.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The device met all material specifications as received.the evaluation revealed the weld between the actuator and adapter tube has failed, the tangs on the inner rod have sheared and twisted, and indentations are present on the cutter tip. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a 9.0mm flipcutter ii was used for a graftlink acl procedure. The flipcutter was drilled through the femur. It was reported that the device was then difficult to flip. A femoral socket was also drilled, and it was again difficult to flip back straight. The same issue was encountered when the flipcutter was used to drill the tibial side. When the graft was passed to the tibial side, it was discovered the tibial socket had not been properly drilled. The tightrope and graft for the procedure were removed from the patient's knee. Rep confirmed incisions were widened to remove tightrope device from patient (surgical intervention). The graft was prepared again. A new flipcutter was opened and used to continue the procedure.